Event description:
During coil embolization within the right ic-pc aneurysm, while the physician tried to deliver the 8th coil, resistance was felt and the coil got stuck inside the prowler select plus microcatheter. The coil and the microcatheter were removed as one unit from the patient's vessel. Then while trying to deliver the 11th coil, the coil became stretched and detached prematurely within the aneurysm. The physician elected to stop this procedure, 10,000 units of heparin was administered to avoid thrombosis, and the patient was followed closely for four days. In 05/2005, the patient had angiogram and no additional coil was placed. There were no reported patient complications.